Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent another procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, bso and a&p repair on (B)(6) 2009. It was reported that following insertion the patient experienced pain, erosion, extrusion, dyspareunia, and vaginal scarring. It was reported that patient underwent partial explant on (B)(6) 2013 due to extruded mesh and dyspareunia. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent tvh-bso, cystoscopy, anterior & posterior repair.